Manufacturer narrative:
One cardiomems power supply was received for evaluation. It was confirmed that physical damage and frayed wires were noted on the returned power supply. Performance testing was not possible because of the extent of damage to the power supply. The complaint of sparking was unable to be confirmed due to the extent of damage to the power supply. Review of the device history record was not possible as the lot number is unknown. Based on the information provided and the product received, the cause of the reported event remains unknown.

Event description:
Customer called to report that the supply cord for the unit was frayed. When the unit is plugged in, it begins to spark. The customer is unsure how the damage occurred. Replacing the power supply box.